Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
Per report received from (B)(6), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 valve. Approximately 4 years after the tavr (exact date unknown), shortness of breath (sob) with 5.1m/s of aortic valve velocity and 0.86mm2 of effective orifice area (eoa) was observed in trans thoracic echocardiography (tte). When tte was performed in the previous year (approximately 3 years after the tavr), aortic valve velocity was 2.6m/s and eoa was 1.7mm2. Options of treatment including tav in tav are under consideration.

Event description:
As per additional information received from japan, there was mild calcification on the s3 valve. A tav in tav was performed on (B)(6) 2024 and the patient recovered without problems and was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of new information. Correction: h6 device code. Updated: b4, b5, b6, h2, g3. G6, h11. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "stenosis" was unable to be confirmed as no imagery or medical record was provided for evaluation. Available information suggests patient factors(atherosclerosis) likely contributed to the event as patient's have chronic kidney disease (ckd). Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per follow-up information received from japan, tav in tav was performed for intervention. Patient recovered without problems and was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd calcification was unable to be confirmed based on no medical record provided for evaluation. Available information suggests patient factors (chronic kidney disease) likely contributed to the event as patient has a history of chronic kidney disease. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.